Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump¿s piston had started making a new noise when she does a manual insulin delivery. The customer¿s blood glucose was 8.6 mmol/l. The customer reported that they had also received the power error detected alarm. The customer stated that the insulin pump had never made these noises before, sounding like a very loud clock, and that it has been doing it for approximate 2 weeks. The troubleshooting steps was given that will resolve the issue. The customer was advised the process should resolve the power error detected condition. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the active current measurement, rewind test, prime/seating, basic occlusion, occlusion, force sensor, displacement and the dat tests at 0.08750 inches.no unexpected motor noise noted during bolus delivery. The motor functions properly during testing. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. No low battery alarm noted during testing. No unexpected low battery alarm noted in the formatted history file. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage and confirmed power error 25 due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.unit alarmed pump error 63 during self test and confirmed in pump trace download with variable (003) problem isolated to keypad. The device had a scratched case and cracked retainer.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.